Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, while on an end to end anastomosis, the anvil had stayed in the rectum. They had to do the anastomosis manually with sutures.